Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had underinfused a solution of piperacillin / tazobactam 4500mg in sodium chloride 0.9% (total volume 100ml). This was identified during use. The infusion took two to three hours to infuse the antibiotics. The infusion time should have been 30 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.